Manufacturer narrative:
The sample was not returned. The lot number is unknown, therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced disfigurement, physical injuries, has sustained severe pain and suffering, disability, and physical impairment.